Event description:
It was reported that the customer experienced an issue with the pump's battery depleting too fast. There was no reported adverse impact to the customer¿s blood glucose level. The device was not returned, and no additional corrective actions taken by the customer or technical support were documented.